Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on radius side assessed as fold flaw opening. Additional observations: wear abrasion observed. Creases were observed. Black particles observed in the fill channel.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.